Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings:visual inspection revealed that the battery compartment was cracked near the case seal. Unrelated to the casing damage, the bolus button cover was observed to be missing. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 12/26/2013.